Event description:
It was reported that during a low anterior resection procedure, the cartridge pan and the cartridge body were disassembled when the jaw was going to take the rectum, and some drivers fell out in the abdominal cavity. As the cartridge pan was in the jaw, it did not fall into the patient. The cartridge body was retrieved from the small incision. The device was not fired. Another ecr60d was loaded into the same instrument and used to complete the case without any problem. The operation was not converted into the open surgery. The doctor commented that the firing trigger had not been grasped. As the drivers were not found when the abdominal cavity was cleaned, the drivers might have remained inside the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one sc60 device was returned with no visual non-conformances and with a fully loaded with staples gold cartridge reload. The device was tested for functionality with the returned reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the cartridge was received with the pan in place. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). This report was a duplicate of 3005075853-2010-00570, please void this report.